Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of allergy to metals ("allergy test positive to nickel") in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced asthenia ("chronic asthenia since placement of the inserts"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and pain ("multiple diffuse pain"). In (B)(6) 2015, the patient experienced vaginal disorder ("recurrent vaginosis"). On an unknown date, the patient experienced allergy test positive (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism"), pain in extremity ("leg pain"), tinnitus ("tinnitus") and depression ("depression"). The patient was treated with thiamazole (thyrozol) and surgery will be required (removal of essure planned before summer). Essure treatment was not changed. At the time of the report, the allergy test positive, asthenia, fatigue, pain, hypothyroidism, vaginal disorder, pain in extremity, tinnitus and depression outcome was unknown. The reporter considered allergy test positive, asthenia, depression, fatigue, hypothyroidism, pain, pain in extremity, tinnitus and vaginal disorder to be related to essure. The reporter commented: since placement of the inserts, the patient has experienced chronic asthenia. She consulted in (B)(6) 2015, (B)(6) 2016 due to fatigue and multiple diffuse pain. Hypothyroidism had set in. She was put on thyrosol starting in (B)(6) 2014. She had recurrent vaginosis in (B)(6) 2015 leg pain, tinnitus and depression resulting from all the episodes. Removal of essure planned before summer. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2017 for the following meddra preferred term: allergy to metals - analysis in the global safety database 258 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 07-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of allergy to metals ("allergy test positive to nickel") in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced asthenia ("chronic asthenia since placement of the inserts"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and pain ("multiple diffuse pain"). In (B)(6) 2015, the patient experienced vaginal disorder ("recurrent vaginosis"). On an unknown date, the patient experienced allergy test positive (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism"), pain in extremity ("leg pain"), tinnitus ("tinnitus") and depression ("depression"). The patient was treated with thiamazole (thyrozol) and surgery will be required (removal of essure planned before summer). Essure treatment was not changed. At the time of the report, the allergy test positive, asthenia, fatigue, pain, hypothyroidism, vaginal disorder, pain in extremity, tinnitus and depression outcome was unknown. The reporter considered allergy test positive, asthenia, depression, fatigue, hypothyroidism, pain, pain in extremity, tinnitus and vaginal disorder to be related to essure. The reporter commented: since placement of the inserts, the patient has experienced chronic asthenia. She consulted in (B)(6) 2015, (B)(6) 2016 due to fatigue and multiple diffuse pain. Hypothyroidism had set in. She was put on thyrosol starting in (B)(6) 2014. She had recurrent vaginosis in (B)(6) 2015 leg pain, tinnitus and depression resulting from all the episodes. Removal of essure planned before summer. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and allergy test was positive to nickel (seen as allergy to metals). Removal of essure is planned. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, allergy test was positive during essure's use and essure removal will be necessary. Given essure's safety profile and event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis and further information has been sought.